Event description:
Information was received indicating that a patient "accidentally connected the day" smiths medical cadd-legacy duodopa ambulatory infusion pump instead of the night pump and received the continuous dose rate programmed for the day pump. Per reporter the programmed settings were unknown. No adverse patient effects were reported.